Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The patient electronic unit power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. All returned power cords were used with no malfunctions and free of exposed wiring. The cause of the problem was determined to be the power cord on the back of the pes power supply frayed: unconfirmed.